Event description:
The cam02 inter-cranial pressure and temperature monitor sounded an alarm for sensor board failure. It was unknown if the device was in contact with a patient, unknown if there was patient injury and unknown if a patient was prepped for surgery. There was no medical intervention required.

Manufacturer narrative:
Integra completed its internal investigation 02/07/2017. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Device evaluation. DHR review: the DHR review was completed for cam02 monitor serial number (B)(4). The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿dec 15 to jan 17¿, the global product usage for cam02 monitors was calculated as 29,304 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.003% (3 x 10-5) (remote) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue error code e1041 was identified as a defective power board due to a firmware eeprom no preamble failure.